Event description:
Additional information was reported that a new personal therapy manager (ptm) has been connected to the patients pump, and two formerly used ptm's were disconnected and returned to the manufacturer. The two ptm's which were being used by the patient had different refill dates listed when reviewed. One ptm indicated (B)(6) 2012 (no month) for refill the other ptm indicated a date in february. Both ptm's were disconnected and reconnected with the pump, however this did not change the situation. When the new ptm was connected to the pump, it indicated the refill date as (B)(6) 2012, which was consistent with the date indicated by the pump. The patient went home with the new ptm which was working correctly.

Event description:
It was reported the patient went to the emergency ward in early may with signs of under dose. The patient experienced tingling sensations around the mouth. These symptoms faded spontaneously. It was noted "oral analgesics" were given; hcp increased the dose of oxycontin. At that time the personal therapy manager (ptm) gave an error code of empty reservoir. It was indicated that this was too early; the refill date was still 2 weeks from this date, however, boluses could still be given. The ptm had originally shown a refill date in may, and then had shown a date in december. The patient reported a series of random figures and letters appearing on the screen of the ptm and this was solved by repeatedly inserting and extracting the batteries. A pump refill was performed on (B)(6) and the pump logs were interrogated. The pump logs show that 20. 4 ml had been given; 0.5 ml was extracted from the pump; which was not what was expected. A similar issue occurred some months ago, the pump memory seemed to be empty, the settings were deleted or in some way incorrect , the pump was then reprogrammed and everything went well until now. It was indicated that the husband was a bit of an amateur-engineer. They had their ptm replaced 2 times (3 ptms) and it was believed they had more than one ptm. He reported synchronizing and giving bolus's with two ptms. He reported to the hcp that he could probably change the pump settings with the ptm if he wanted to. The patient was sent home and hcp asked him to turn in his extra ptm. The hcp has requested the patient to take pictures of the ptm messages; nothing has been received. The patient was "doing ok, he is receiving effective therapy." Per reporter, the pump was delivering morphine. Per pump logs the drug in the pump was morfbuvi.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Personal therapy manager: model# unknown. (B)(4).

Manufacturer narrative:
Product type programmer, patient product ID 8835, serial# (B)(4), product type programmer, patient product ID 8835, serial# (B)(4). (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.